Manufacturer narrative:
This is a duplicate of report (B)(4) ( MDR #:2031642-2015-01402).

Event description:
The customer reported that the device will not power on. No patient involvement was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.